Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient implanted with this device (ICD) suffered from dyspnea due to cardiac decompensation because of ischemic cardiomyopathy. It was further reported that the cause was determined to be inadequate device biventricular stimulation. The device was reprogrammed with a shorter av interval and remains in use. The patient was hospitalized for more than 24 hours and then discharged. No further patient complications have been reported as a result of this event.